Event description:
Olympus was informed that during a transurethral resection of the prostate (turp), the patient experience ventricular tachycardia every time the electrosurgical unit was activated. The procedure was completed with the same unit. Medical intervention was not required and no patient injury was reported. Olympus obtained additional information indicating that the setting on the generator was 280 cut/140 coag. In addition, the facility has been informed to refer to the instruction manual in regards to electrosurgical procedures for a patient with pacemakers.

Manufacturer narrative:
The unit was returned to olympus for evaluation. The reported event could not be duplicated. The unit was tested and passed the (B)(4) standards. The original electrode and associated accessories were not returned. Thus, a similar test electrode was used with the unit to evaluate functionality. The unit demonstrated normal output for the cut and coag values. The unit was inspected and returned to the user facility.